Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional tests were performed. The product was in good physical condition. Event history log (ehl) showed motor rate error. An occlusion test was performed and the reported problem was duplicated; the leadscrew nut was found too tight. The root cause of the issue was deemed to be manufacturing's incorrect assembly of the device. Actions were taken to mitigate the reported issues: manufacturing responsible personnel have been notified of this issue. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.